Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operatively to the implant of the right atrial (ra) lead that the patient experienced pericardial effusion. It was also reported that the lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.